Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1h250, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that, during intra-operative testing on the day of the report, all impedances were within normal limits. However, during post-operative testing, all impedances were out of range. They increased the stimulation up to 8.5 volts (v) on all four programs, but the patient wasn't feeling stimulation or paresthesia. They did not test for bellows or motor response. The patient was going to follow-up with a healthcare professional (hcp). On (B)(6) 2017, it was reported that the patient was taken back to the operating room (or) where they opened the pocket. It was found that the lead was disconnected from the ins. The lead and ins were both replaced and the patient recovered and was doing well. There were no further complications reported or anticipated.